Event description:
Allegedly patient had knee in for 3.5 yrs. Two months ago he started having pain. Two weeks ago it was discovered on x-ray that the posterior medial condyle of the femoral component had broken. Very active farmer.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-01265.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot. Surgical notes reviewed.other methods of investigation: visual inspection, microscopic inspection, and spectroscopy